Event description:
It was reported during the positioning of the mini midline, which was difficult, while attempting to remove the mandrel, they noticed that the needle had punctured the cannula, which remained in the subcutaneous tissue of the arm. They had to remove the vascular access by incising the skin, resulting in the placement of sutures. The patient suffered minor complications. Since a piece (about 1 cm) of cannula was stuck in the patient's subcutaneous area, it was extracted by applying a small surgical incision to widen the insertion point. Two stitches were then needed to close the wound.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.